Event description:
It was reported that the patient experienced diaphragmatic stimulation. As a result, the left ventricular (lv) lead was explanted and replaced. During the replacement procedure, the atrial lead was damaged, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and was analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 6947, lead, implanted: (B)(6) 2004; 5076, lead, implanted: (B)(6) 2004. (B)(4).